Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed gravity compensation calibration to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the right master tool manipulator (mtmr) drifted when released. The surgeon's head was reportedly inside of the viewer. The procedure was completed as planned, with no reports of patient injury.